Event description:
The customer states that a falsely elevated architect ca 19-9xr (lot 08852m500) assay result of 74.24 u/ml was generated on an architect i2000sr analyzer and questioned by the patient's physician. The sample was not retested on the customer's architect system. All controls were within specifications. The sample was then sent to another lab where a result of 38.7 u/ml was generated (also an architect system, reagent lot unknown). The customer states that since they began using this lot of reagent, they have seen an increase in falsely elevated results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.